Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was throwing up blood and could not stand. He was taken to the hospital. At the hospital his bg was 1000 mg/dl and cgm was 226 mg/dl. The patient was in the hospital for 5 days with diabetic ketoacidosis (dka) and treated with multiple ivs. The patient declined to provide further event details. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.